Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.

Event description:
The event is reported as: alleged issue: "one clip was reported to fall off vessel." No pt injury reported. Pt current condition is fine. Add'l info is requested.